Event description:
Caller reported inform system blood glucose results for patient 1: (B)(6) 2011 at 02:18 am inform system 1 was 27 mg/dl; (B)(6) 2011 at 02:21 am inform system 1 was 111 mg/dl. No adverse event reported. (B)(6) 2011 at 06:02 am, inform system 1 was 340 mg/dl; (B)(6) 2011 at 06:04 am, inform system 2 was 125 mg/dl. No adverse event reported. A request was made for the return of the strips.

Manufacturer narrative:
(B)(6).